Event description:
Lead remains implanted. Clinician reported what appears to be noise in a hvr recording transmitted to home monitoring. Follow up with patient and lead evaluation in office were recommended. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.